Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic-479 a patient isolate had a high mic (false resistant) for the drugs piperacillin/tazobactam (pipc/taz) and meropenem but when repeated the results was sensitive. No health impact or consequence reported. This is report 5 of 5.